Event description:
Boston scientific received information that one month post implant the right atrial (ra) lead dislodged. The lead was explanted and a new ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with the helix extended. Dried blood was noted past the helix mechanism and up through the lumen and dried body tissue was stuck in the base of the helix. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.